Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned sensor found that the catheter material and internal wires were broken at the connector. The device was returned in two sections. Due to the condition of the device as it was received, no functional testing was possible. The supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the sensor was broken when a nurse moved it. The sensor was replaced with another product, and there were no adverse consequences to the patient.